Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The reported malfunction could not be confirmed, however, there are manufacturing controls related to the reported malfunction.

Manufacturer narrative:
The device was received for evaluation. The report of low-pressure values was unable to be confirmed. No visible damage or abnormality was observed from the entire kit. No error message was observed on ev1000 monitor and pressure monitor. Flotrac and dpt (disposable pressure transducer) sensors zeroed and sensed pressure accurately on ev1000 monitor and pressure monitor, respectively. Pressure did not show any drift during output drift testing for flotrac sensor and dpt sensors and met specification. Electrical testing showed that both input and output impedances for flotrac and dpt sensors were within specifications. Zero-offset for flotrac and dpt sensors also met specification. No leakage or occlusion was detected from the kit during the pressure test. No visible damage was observed from the kit. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, just after connection to a patient requiring persistent vasopressor with unknown underlying cause, this flotrac provided much lower waveform and much lower systolic and diastolic pressure values (84/45 mmhg) than the codan device connected previously (101/55 mmhg). No error messages or alarms were displayed. Increased dose of vasopressor and IV fluid administration rose the blood pressure again. However, patient ultimately underwent a re-thoracotomy due to unexplained shock with low blood pressures. As per communication of the customer, it is unclear which values were accurate, the ones displayed by the flotrac or those shown by the codan device. Consequently, low waveform and pressure values could still be consistent with the condition of the patient. Patient demographics and comorbidities required for further data analysis were not provided. There was no allegation of patient injury. The device was available for evaluation.